Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer's blood glucose level was 658 mg/dl. The customer visited the emergency room was treated with intravenous fluids of saline and insulin which resolved the issue and there was no permanent damage identified. The customer was released the same day with issue resolved and no permanent damage.